Manufacturer narrative:
(B)(4).

Event description:
A magnetic response imaging (MRI) technician stated that the patient reported the implantable neurostimulator (ins) had "never worked for years". No patient symptoms were reported. It was noted that the patient had moved several times, and had lost their patient programmer and recharger. The patient was unable to drive five hours to the health care provider (hcp) office, and did not have a local hcp. Later, it was noted that a MRI had been scheduled for a later date, although the reason for the MRI and the requesting physician were unknown. The indication for use was spinal pain. A supplemental report will be submitted if additional information is received.